Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a difficult time viewing the insulin pump's screen. The customer also reported several button presses to navigate through the insulin pump. The customer also reported the insulin pump would blank out when the wrong buttons were pressed. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.